Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces during visual inspection. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which was not resolved by a battery replacement. The customer's blood glucose was 92 mg/dl. The customer stated that she had kept the insulin pump in her bra leading up to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.